Event description:
Information was received from a healthcare provider (hcp) and company representative (rep) regarding a patient receiving intrathecal dilaudid (unknown concentration and dose) via an implanted pump for an unknown indication for use. It was reported that there was a catheter occlusion. The patient came back to the clinic for a wound check with symptoms of withdrawal. No environmental/external/patient factors were reported. The pump was interrogated and there were no pump alarms and no adverse events in the logs. The patient was given a bolus and it seemed to help at first but it didn't last. The patient has now been uncomfortable for days. The hcp did a dye study and couldn't aspirate the catheter. A catheter revision was scheduled for 2024-05-17. The issue was not resolved at the time of the report. The issue was not resolved at the time of this report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but unknown.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2004: product type catheter product ID 8578 lot# n280913004 implanted: (B)(6) 2011: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 14-oct-2006, UDI#: (B)(4); product ID: 8578, serial/lot #: (B)(6), ubd: 14-oct-2006: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8578 lot# serial# (B)(6) implanted: (B)(6) 2011 explanted: (B)(6) 2024 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the catheter revision resolved the occlusion, and the hcp was able to aspirate after replacing the pump connector.